Manufacturer narrative:
(B)(4).the complaint devices are currently en route to fisher & paykel healthcare ((B)(4)) for investigation.we will provide a follow-up report upon receipt of the devices and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: three of the complaint chambers (lot number 100216) were returned for testing. The chambers were connected to a waterbag for testing and were visually inspected for damage. Results: the chambers filled to the expected fill level and then small drops of water began to leak from the connection between the tube and the waterbag spike. Visual inspection of the feedset tubing of the chambers revealed that insufficient glue had been applied at the connection between the feedset spike and the tube, causing them to separate. A lot check revealed (B)(4) other complaints of this nature for lot number 100216. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4). Our trending and monitoring of mr290 feedset leaks has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that six (B)(4) autofill humidification chambers had leaks in the feedset tubing.no patient consequences were reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that six mr290hfv autofill humidification chambers had leaks in the feedset tubing. No patient consequences were reported.